Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band tubing and port leak. The patient first presented with consistent weight gain with continued fills. A fluoroscopy was performed, however the results did not confirm a leak. The port was removed and replaced. At the time of explant, the surgeon found a leak in the port and the tubing.